Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, around 3 am, every night for a year, right side. He tried not to put on his CPAP, for 2 nights, he then had no headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.